Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of moisture damage noted in the faulty force sensor. Unable to confirm a button error alarm. All the buttons functioned properly. However, moisture damage found on the keypad traces and the electronic assembly. The device had cracked reservoir tube lip, cracked battery tube threads, and scratched screen.

Event description:
The customer reported that the insulin pump was malfunctioning and alarmed button error as well moisture inside the pump was found. The blood glucose reading was 272mg/dl. Troubleshooting was performed, and the insulin pump alarmed. The drive support cap did not appear to be damaged. No further information was provided.